Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that impedance abnormality occurred during an ins and extension replacement operation. Among all 16 electrodes, high impedance values (10,000 to 20,000 o) were detected at electrodes 0, 1, 2, 4, 6, and 7, and over 40,000 o at electrode 5, while normal values were detected at electrodes 8 to 15. In order to rule out a defect in the extension and ins, several reconnections were made, blood and other contaminants were wiped off at the connection, the extension was replaced, and the impedance was reconfirmed using an extracorporeal stimulator. As a result of the examination, it was determined that there was a high possibility of impedance abnormality in the paddle-type lead that had already been implanted and was not subject to replacement at this time. Before the replacement, it was already in the state of end of service, and the hospital had no history of impedance, so it was impossible to determine whether the event occurred during the operation or during normal use due to age-related deterioration.

Manufacturer narrative:
Continuation of d10: product ID 39565-30 lot# va00u3m008, product type lead .section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-30, lot #: va00u3m008, ubd: 06-jun-2016, UDI#: (B)(4). G2. Foreign: japan. H6. Fdm, fdr, fdc codes belong to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(6), ubd: 06-jun-2016, UDI#: (B)(4), implanted: (B)(6) 2014, product type: lead; product ID: neu_unknown_ext, serial/lot #: unknown, ubd: unknown, UDI#: unknown, implanted: unknown, explanted: (B)(6) 2023, product type: extension. H6. Please note, code a0705 no longer applies to this report. Codes a1203, b18, and f1905 apply to the extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The ins serial and model numbers were provided along with the implant dates. It was reported that even if there was battery remaining in the ins, the extension that was used in the past was surely disconnected, so it was needed to replace the extension in order to resume treatment. The ins replacement was decided by the physician and patient based on the remaining amount. The lead implant date was provided. It was noted that the lead was not explanted. There was an impedance defect during the ins replacement, so they tried to identify the cause by reconnection and impedance measurement using the wens. The patient used a surgical lead so it could not easily be replaced, so the replacement was not performed. The problem with the high impedance had not been resolved, but treatment returned using the electrodes that could be used normally. The ins and extension were discarded by the hospital.

Manufacturer narrative:
Continuation of d10: product ID 3708160 lot# serial# unknown implanted: (B)(6) 2014 explanted:(B)(6) 2023 product type extension the serial number of the extension (product ID 3708160) was either njb132580v or njb139959v, but it remains unclear which device was involved. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.